Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
User is second hand user from another family member. She states that the seat has cracked where it attached to the frame.